Event description:
It was reported that a vns patient was experiencing an increase in seizure activity which required treatment at the hospital with ativan. The pt's device is not at end of service, however, the patient has been referred for a prophylactic generator revision surgery. Good faith attempts to obtain add'l info have been unsuccessful to date.